Manufacturer narrative:
The device was evaluated by ventec and its electronic records were downloaded for analysis. Ventec observed that it had previously alarmed due to low inspiratory pressure. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm.

Event description:
The customer returned their device to ventec for service. During the device's evaluation, ventec downloaded its electronic records for analysis where it was observed that it had previously alarmed due to low inspiratory pressure. There was no patient involvement associated with the reported event.